Event description:
The "collar" was the tubing strain relief that had migrated down the tubing. The port was replaced in (B)(6) 2010 (exploratory surgery). The patient apparently was still having problems, so they brought her back to surgery in (B)(6) and replaced the realize adjustable gastric band and with the lap band. Each time the patient went back for adjustments they either got a one-way valve effect or, when aspirated, got a thick yellow fluid back.

Manufacturer narrative:
(B)(4). Device being held by the facility.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.